Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the pink slide did not move forward when the pod was activated, despite the cannula having deployed, indicating a needle mechanism failure. The cannula was reportedly inserted into the infusion site (arm), and the patient reported experiencing ¿redness or swelling¿ and insulin leakage. The pod was worn between 24 to 36 hours. While wearing the pod, the patient¿s blood glucose levels rose up to 252 mg/dl, and the patient sought medical attention with their physician on (B)(6) 2026, during which they reported blurred vision and a rapid heartbeat. The patient was diagnosed with hyperglycemia and was only advised to administer intermittent insulin injections.